Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly and buttons were hard to press multiple times and insulin pump had battery issue. Customer reported that buttons did not scroll on its own. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc and act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with normal operating current. Device passed displacement test and self test. Device passed off no power test. No unexpected low battery alarm anomalies noted.